Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 39 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for two syncopal episodes on (B)(6) 2018. When admitted the patient was found to have a small occipital hemorrhage. Neurosurgery monitored. Initially inr was reversed. No further treatment was required. The patient was re-started on coumadin. At time of discharge, inr was therapeutic. The syncope was believed to be due to dehydration as the patient was volume depleted upon admission. Fluids were given and lvad speed was decreased based on echocardiogram results. The patient had no further syncopal episodes. The patient was discharged to a skilled nursing facility on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(4). A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported small occipital hemorrhage and syncopal episodes could not conclusively be established through this evaluation. Additionally, although the evaluation of the submitted log files confirmed an increase in pi events, a specific cause for the events could not be conclusively determined through this evaluation. The submitted system controller event log file contained data from (B)(6) 2018 to (B)(6) 2018. The file revealed an increase in pi events within the file. The remaining log files submitted for review were unremarkable and appeared to show the pump functioning as intended. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.